Event description:
It was reported that they wanted to remove the implantable neurostimulator (ins) from the right axillary region due to patient reporting pain at that site.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).